Manufacturer narrative:
H6 investigation conclusion and component code codes were updated.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. The result at 8:46 pm using meter serial number (B)(6) was 223 mg/dl. The result at 8:54 pm using meter serial number (B)(6) was 296 mg/dl. The result at 8:58 pm using meter serial number (B)(6) was 482 mg/dl. The result at 8:59 pm using meter serial number (B)(6) was 537 mg/dl. The result of 223 mg/dl was believed to be correct.